Event description:
It is reported that the surgeon requested 49mm bipolar shell, the rep pulled the shell off the consignment shelf and handed to the nurse who then checked the box with the surgeon and scrub tech who both okayed the box to be open. The surgeon then implanted the shell. The nurse while filling out the chart info realized the box was outdated.

Manufacturer narrative:
(B) (4): eval: a review of the packaging labeling setup sheet found that the content of the labeling is conforming to design spec. It cannot be determined with certainty the reason why the expired product was implanted given the expiration dating on the label was to spec. (B) (4). Total number of events: 3. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.